Event description:
The user facility reported an impella 5.5 was attempted to be implanted in a 58-year-old female patient for mechanical circulatory support. It was reported that the patient had a short ascending aorta and the graft was just short of 7. The medical doctor decided to place the pump. The pump was placed and started at p2 up to p5. There was positioning issues due to patient anatomy and placement of graft. The decision was made to remove the pump.

Manufacturer narrative:
The investigation into the reported position issue has been completed. The impella device was not returned for evaluation. However, clinical details provided were sufficient to determine a root cause. The most likely cause of the delivery issue was patient condition related because the impella was unable to pass through vasculature. This report is being filed as part of a retrospective review of historical records.